Event description:
This is a spontaneous report by a nurse from the USA of fungal peritonitis coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. At the time of this report, the patient was recovering from (B)(6). Action taken with dianeal therapy was not reported. The nurse believed the event of fungal peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10l04071, h10l04014, h11a12018) revealed no deviations during the manufacture of the batch. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.